Manufacturer narrative:
A review of the device history records was performed for the reported packaging lots (5264487) for item number (B)(4) for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo port product family and the failure mode "catheter fractured. " no adverse trend was identified. The used port/catheter assembly was returned for evaluation. As reviewed, the septum had multiple puncture marks. The catheter had been trimmed to 4 cm mark and attached to the port at the 17 cm mark. Functional check: the single lumen port was tested for leak. The port did not leak. The catheter was tested for leak - it also did not leak. No hole was found. Dimensional check: the catheter was measured (ID and od) and found to be within specification. The reported complaint description was not confirmed for hole/fracture in catheter. No manufacturing non-conformances were observed during sample evaluation the catheter tubing met visual, functional and dimensional specifications, and no hole was noted to the catheter tubing. Based on the evaluation performed on the returned sample, the root cause for the reported complaint is inconclusive. (B)(4).

Manufacturer narrative:
The device from the reported event has been returned to angiodynamics for evaluation. The investigation is still in process. Upon completion, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, bioflo port was placed (B)(6) 2018. Patient receives ivig and they were not able to get a blood return. The patient was sent for a contrast study, and a hole was found in the side of the catheter. The device was removed and has been returned to angiodynamics.